Manufacturer narrative:
This is the same event as 3010536692-2016-00538.

Event description:
Allegedly the patient was revised due failed total hip arthroplasty due to metal-on-metal implant with pseudotumor and aseptic loosening of the acetabular component. (Left)